Event description:
Consumer stated "the brush head broke off at a 90 degree angle between my teeth. I could not remove it!!" (Enclosed was a blue 4.6 index card with a taped-on brush head and handle). Unknown how many times the consumer used the interdental brush.